Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 15 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy, the clip of the device was not fed into the jaws properly. There was an unexpected resistance in grasping the trigger. There was no torquing or twisting of the device present. The devices did not clamp something hard such as an existing clip. The jaws did not open smoothly after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.